Event description:
It was reported that prior to a laparoscopic gastric bypass, an error code 3 occurred. The handpiece was replaced and the case was completed successfully with no patient consequence.